Event description:
A facility representative reported that following a replacement implantable collamer lens (icl) implantation procedure, the patient experienced an over/under correction. Reportedly, "cylinder was performed by bioptics treatment with laser." The problem was resolved. There are multiple medical device reports associated with this patient. This report is 1 of 4 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Claim# (B)(4).